Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: analysis was unable to confirm the reported stylus issue and the telemetry issue. Neither the stylus or the radiofrequency head were returned for service. The programmer functioned normally with a known good stylus. The hard drive was replaced and the software was reloaded as a preventative measure. A printed circuit board (pcb) assembly was replaced due to a detached power supply filter capacitor. Analysis also noted the power cord bay was broken, a strap clip spring was displaced, and the printer drawer was broken. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was not able to get a telemetry signal and was having stylus issues. The stylus and radiofrequency head were replaced but the issue persisted. The programmer was returned for service. No patient complications have been reported as a result of this event. It was further reported that the programmer was unable to establish telemetry with an implantable pulse generator (ipg) during an implant procedure. The radiofrequency head was replaced and the implant was successfully completed. A week later the stylus stopped functioning. The stylus was also replaced but the issue persisted.